Event description:
It was reported to philips the device gave an un-resettable alarm message. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The customer requested bench repair. The bench technician observed the da pcba to mc cable was defective which caused the primary alarm to trigger. Following the evaluation of the device, the technician replaced the da pcba to mc cable to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was returned to failure investigation. Visual inspection of the cable revealed no evidence of damage or contamination. The part was tested, and no failures were identified.